Event description:
The pt experienced symptoms of connective tissue disorder, swelling of joints, pain, neurological disorders, tightness, redness and swelling, swollen glands, and unexplained fatigue. The implants have not been removed.